Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the water values were not correct. Per service report, neither the fault reported by the customer could be verified nor another fault was found during evaluation, therefore this complaint cannot be confirmed. It was observed during evaluation that the seal was missing. The missing tamper-proof seal is an indication that someone not authorized has opened the device. However, this would neither affect the functionality of the device nor cause any failure. The device was cleaned, tested and found to be fully functional. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number ( (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via that the fms vue pump water values are not correct. No further information was provided. The device is available to be returned for evaluation.